Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) guidewire stuck in lead. The visual inspection revealed that the distal conductor was fracture and the outer insulation was torn. The hydrophylic coating on another manufacturer's guidewire used during this procedure caused the guidewire to get stuck in the lead.

Event description:
It was reported during the implant procedure, that the physician could not remove the guidewire and the connector pin appeared to be broken. It was reported that a wire was "stuck" in the lead after the sheath was removed. Also, it was reported that additional tension placed on the lead trying to get the wire out resulted in the pin separating from the lead. The lead was not implanted. No patient complications have been reported as a result of this event.